Event description:
It was reported that a patient presented for a scheduled generator change. Device interrogation revealed intermittent loss of capture on the right ventricular (rv) lead. On 18 oct 2023, the physician elected to cap and replace the rv lead. The patient condition was stable after the procedure.